Event description:
A caller reported that the cartridge was not fitting properly on the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support instructed the caller to inspect and clean the pump and pneumatic tap, remove the o-ring obstruction, and reload the original cartridge. The caller was able to resume insulin therapy successfully.